Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information was received from a manufacturing representative. The cause of the patient¿s symptoms was not known to the manufacturing representative. The patient¿s weight was not known to the manufacturing representative. The implant date of the pump was not known to the manufacturing representative.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump found no significant anomaly. Wear on the o-ring for gear number 3 was identified during destructive analysis. Result code and conclusion code no longer apply. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative (rep) via the healthcare provider (hcp) indicated the physician wanted the pump reservoir volume (actual) compared to the expected volume as this was not done in operating room (or). It was noted the hcp suspected it may have been something ¿as easy as¿ an empty pump the caused the patient to go into withdrawal due to human error in the refill. Additional information also indicated the patient¿s concomitant drugs were gabapentin, xopenex, zoloft, tizanidine, and ambien. On (B)(6) 2017 it was learned that the patient¿s medical history included spasms. On (B)(6) 2017, the patient complained of increased spasms and had concerns that his pump was not working correctly. On that day, he was referred to a neurosurgeon and received a prescription for oral baclofen at 20 mg, up to 4x/day, as needed, for baclofen withdrawal. On (B)(6) 2017, the patient was hospitalized and his pump was replaced. As of (B)(6) 2017, the patient¿s physician reported the withdrawal symptoms were because the pump was at the elective replacement indicator (eri) and was not giving enough medication. No additional information was provided. No further complications were reported/anticipated or expected.

Manufacturer narrative:
Device code no longer applies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and healthcare professional via a company representative regarding a patient receiving lioresal (2000 mcg/ml at 351.1 mcg/day) via an implanted pump. The patient¿s medical history included spinal cord injury/spinal cord disease and intractable spasticity. The indication for pump use was not provided. On (B)(6) 2017 it was reported by the patient¿s friend/family member that the patient was in the hospital due to withdrawal symptoms. The reporter did not believe that the pump was working. The pump was due to reach eos (end of service) in one month. Per the reporter the event date was (B)(6) 2017 and she did not know the implant date of the pump. Additional information was received on (B)(6) 2017 from a healthcare professional via a company representative and it was reported that the patient was in the hospital and they suspected the patient was going through withdrawal for about a 1 week. They had done other tests to rule out the cause of the symptoms and they were leaning toward baclofen withdrawal. Additional information was received on (B)(6) 2017 and it was reported that a catheter dye study was done and the catheter appeared patent. The pump was being replaced today ((B)(6) 2017). No further patient complications have been reported as a result of this event.